Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient thinks whenever their patient programmer (pp) batteries deplete, it turns their ins off. The call center reviewed with the patient that this is not possible as pp battery level does not have anything to do with the ins battery. It was further reviewed that it the patient is most likely accidentally turning stimulation off or they are around electromagnetic interference (emi). The patient doesn't think they accidentally pressed the stimulation off button and also noted that they haven't had any falls or trauma. Patient noted going through metal detectors, but it is unclear if this is the cause. They also said whenever the pp batteries deplete, "all my symptoms come back and I wont be able to empty my bladder and I have retention, and when I put new batteries in the controller I feel the stimulation and it works." Patient said the issue started "a month or two after the implant" and confirmed it was in 2017. The call center believes the patient is inadvertently turning stimulation on/off, but they couldn't confirm. As a result of what was reported, the patient was advised to follow up with their healthcare provider (hcp) to discuss this issue; a loss of therapy was reported. No further patient complications have been reported as a result of this event.